Manufacturer narrative:
A review of the complaint history for sn: (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn: (B)(6) was performed from the date of manufacture, 26-jan-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the device used in this incident, it was determined that the unit had a failed full-height drawer. A field service engineer inspected the led lights and found none lit on either board. The engineer replaced the rear pixie bus controller, restoring leds on that board, but there was no communication with the inner control board. The retractor band was then replaced due to physical damage. After replacing the retractor band, all led lights were present. Once the drawer was configured, all units in the drawer were visible, and the hardware test application was successfully completed. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es drawer failed, and the device was not detected on the bus. The customer stated that another station was used to get the same medication, and there was a delay in the dispensing of the medication. There were no adverse events or injuries reported based on this event.